Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet bionic pancreas was dropped, resulting in a cracked screen that prevented any interaction, and a replacement device was arranged with instructions to allow the battery to deplete and to return the original unit. Symptoms included no adverse clinical effects, and blood glucose was not affected while the user continued cgm monitoring with a dexcom g7. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education, verification of shipping and return logistics, and notification of delivery timing. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, rendering the user interface inoperable, with no indication of device malfunction unrelated to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated accidental damage.